Event description:
As reported by the edwards clinical specialist, during a transfemoral tavr procedure the patient¿s femoral artery was ruptured. Per report, the patient was prepped and draped for the procedure. A cut down was performed on the rcfa in order to gain access for a 24fr retroflex 3 sheath. After an extra-stiff .035" amplatz wire was inserted, a serial dilation was performed. All dilators went fairly smooth until the physician tried to insert the 28fr dilator. A fair amount of resistance was felt, but the dilator was advanced slowly using the standard technique. When the dilator was removed, bleeding was observed at the access site on the posterior aspect of the femoral artery. The decision was made to convert the case to a transapical tavr instead of risking sheath insertion and causing further vascular injury. The artery was successfully repaired and the patient remained fairly stable throughout the procedure. Additional information received during investigation indicates the patient required 2 units of blood. The vessel injury sustained was a tear/rupture of the common femoral artery proximal to the arteriotomy. The case was a planned cutdown approach, so the vessel was surgically repaired. The patient has since been discharged and is known to be well.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum vessel lumen diameter for the rf3 (24fr) sheath is 8mm. Per report, this patient¿s access vessel diameter was (7.7mm) and surgical cutdown was required for access. There was no vessel calcification or vessel tortuosity noted. It is possible that patient factors (calcification and/or tortuosity not appreciable on imaging, and a smaller than indicated vessel diameter) along with procedural considerations contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.